Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and a photo were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left superficial femoral artery via left femoral communis, after the stent was deployed, it was allegedly appeared much longer. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation. An x-ray photo was provided; based on this photo significant elongation of the stent can be confirmed. No indication for a manufacturing related issue could be found. Based on information available, elongation of the placed stent is confirmed. However, a definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. As referenced in the instructions for use (IFU) stent misplacement in one of the potential complications and adverse events which may occur using the lifestent xl vascular stent for treatment of atherosclerotic lesions. Correct stent deployment was found to be described, in particular the IFU states: "do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment." And "to ensure correctly deployed stent length, fluoroscopically monitor the distal stent end initially until wall apposition then monitor the delivery system proximal radiopaque marker relative to the proximal edge of the target site. Deployment of the stent is complete when the proximal stent end apposes the vessel wall, and the sheath radiopaque zone is proximal to the proximal end of the stent." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left superficial femoral artery via left femoral communis, after the stent was deployed, it was allegedly appeared much longer. There was no reported patient injury.